Event description:
It was reported difficult deflation was encountered during a cornary angioplasty procedure. The balloon was removed without incident. The procedure was completed successfully with this balloon catheter without pt complications. This device was returned evalauted and retained by this MFR. The engineering evaluation indicated the shaft under the balloon was bowed. Performance testing could not confirm a deflation issue. The balloon was inflated and deflated witout incident. This device was used in a non-indicated procedure which may have contributed to this event. The co's directions for use state: "medi-tech symmetry and symmetry stiff shaft balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of small, narrowed or obstructed iliac, femoral or renal vessels in the peripheral vasculature... These catheters are not designed for use in the coronary arteries. Any use for procedures other than those indicated in the instructions is not recommended."